Event description:
The patient was intubated. When the rn attempted to apply neobar, it did not work. The tabs did not stick (tabs were not sticky). The neobar was removed and a different neobar was applied without any further problems.what was the original intended procedure?secure et tube.device #1is this a laboratory device or laboratory test?no.